Manufacturer narrative:
H6: added code a150202

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 47-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon transfer to the intensive care unit (ICU) from an outside hospital, the patient was hypertensive with a mean arterial pressure (map) of 120's. The urine was also noted to be dark red, with labs hemolyzing. The point of care ultrasound (pocus) measured the impella at 6.5cm. The physician pulled the pump back to 3.5cm. The post-procedure outcome is unknown. The impella functioned at p-2 at 0.4l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the mechanical interaction with blood was a positioning issue that caused the pump to be in too deep during a patient transfer. The issue was noted to have resolved after the pump was repositioned by the md. The cause of the device in wrong position was not determined due to no product returned and insufficient clinical details. He cause of the injury was not determined due to insufficient clinical details. He cause of the injury was not determined due to insufficient clinical details.